Event description:
During a lower anterior resection procedure, the instrument did not cut. The surgeon used another instrument and created a temporary colostomy. The hosp has reported that the pt's condition is satisfactory.